Event description:
Pt developed a fungal infection/sepsis subsequent to a sling procedure in 2001. Pt died the following month. Post-op showed infection of the entire device. It was indicated that the "bone anchors" were ams; the fascia lata and prolene mesh used for the sling were from other companies, who were also informed of the pt's death. The pt did not have diabetes and was not immunocompromised. Pt had had a previous hysterectomy.